Event description:
It has been reported to philips that x-ray generation was not available. The issue was found during clinical use. The patient was moved to another examination room. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a diagnosis procedure and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray generation was not available. The fse checked the system and found that the tube cooling unit was defective. The fse replaced the cooling unit to resolve the reported issue. After the replacement, the system was returned to use in good working order.